Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: a review of the pump¿s black box data revealed multiple unexplained pump reboots. The pump was unresponsive; with a blank display and no functioning auditory and vibratory features. The battery compartment was observed to be cracked. The battery cap was able to fully secure onto the pump. There was visible evidence of moisture behind the display lens; and the leak test failed due to a display lens leak. The pump was opened and evidence of moisture was observed on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.